Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the unspecified issue could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a pump issues cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the patient was having unspecified issues. The physician was unable to see anything wrong with the device. A new inflatable penile prosthesis pump was implanted.